Manufacturer narrative:
Evaluation summary: protective sheath and stylette were returned loaded in device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th stent wraps, with struts appearing raised and bunched. Deformation was evident to the distal tip, with tip appearing uneven. The guidewire lumen patency was verified with a 0.015 inch mandrel. The device returned with a detachment on the hypotube, 61cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident along the hypotube proximal and distal to the detachment site. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempted was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the proximal circumflex artery, exhibiting 95% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in-vivo during positioning. The stent could not pass through the calcified lesion. Another attempt was made to cross using excessive force and the shaft of the device became detached. No intervention was required, and no detached portions of the devices remain in the patient. It was reported that the event was due to use of the device in difficult lesion morphology/anatomy. Patient status post-procedure is alive with no injury. A new resolute integrity stent was used to complete the procedure without any complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.